Event description:
Implant form was received noting the patient had a full revision due to battery depletion and high impedance. Additional information was received that the patient was showing low output current delivered and high impedance during pre-op. After the battery was replaced and diagnostics were ran, there was still high impedance so the physician proceeded with a full revision. After the lead revision impedance was within normal limits at 1823 ohms. Both the leads and generator were discarded. The surgeon said he couldn't visually see a break but that there must have been one somewhere. No additional relevant information has been received to date.